Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device had a damaged screen and error code. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, alarm error code, cracked battery door, and cracked battery compartment. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; found cracked lcd lens but not the lcd with error code 45985 alarm message. The root cause was determined to be the cracked lcd lens and faulty mpu board. The lcd lens, lcd seal, and mpu board were replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.